Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj, has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. The following was translated from chinese to english. The patient came to the hospital due to the left side of the limb activity is not working 1 day, admitted to the ward treatment, past history of hypertension, the patient is an elderly male, and conscious with fluent speech. ' bilateral pupils are large and round, about 3mm in diameter, sensitive to light reflex, left upper and lower limb muscle strength grade 4, and muscle tone is normal. In today's intravenous infusion needs to be retained in the intravenous needle, responsible for nursing (B)(6) in the ward rounds found that there is a leakage of liquid, after checking the root of the needle hose leakage, explained to the patient, immediately given to the replacement of the needle to re-perforate the puncture, the puncture went smoothly.

Event description:
The patient came to the hospital due to the left side of the limb activity is not working 1 day, admitted to the ward treatment, past history of hypertension, the patient is an elderly male, conscious, fluent speech. Bilateral pupils are large and round, about 3mm in diameter, sensitive to light reflex, left upper and lower limb muscle strength grade 4, muscle tone is normal, in today's intravenous infusion needs to be retained in the intravenous needle, responsible for nursing li yuan in the ward rounds found that there is a leakage of liquid, after checking the root of the needle hose leakage, explained to the patient, immediately given to the replacement of the needle to re-perforate the puncture, the puncture went smoothly.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was unable to be performed since no lot/batch number was provided. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis was unable to be performed since no lot/batch number was provided. A review of the applicable p-eura srd-rm0026 rev23(v) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation,